Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that she has a commode and the seat has a crack in it, and it is pinching her while she sits on it and it is uncomfortable. No other information provided. Update from (B)(6) 2016 11:11 added by consumer affairs: no medical intervention, no further information provided .